Event description:
It was reported, when flushing the catheter it was leaking, it is a hole in it. PICC have been used with doxrubicin. Now they flushed it and it was leaking close to the hub. They pulled it out. The patient have worked hard with his arm. Occurred during use. Additional information on 04/18/2023: the patient did not get any harm but needed a new PICC so it was one displacement more.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter leak is confirmed. One 4 fr sl powerpicc solo catheter was returned for evaluation. The catheter extended up to the 38 cm depth marker. Dried blood residues and evidence of use was noted on the device. The catheter was infused with water and a leak was noted at the proximal end of the catheter at the interface with the molded winged hub. Microscopic inspection of the break location revealed a partial circumferential split. The break surface was found to be rough and granular. The catheter was cut in order to measure the lumen diameter and wall thickness. The measurements were found to be within manufacturing specification. Based on the characteristics of the damage observed, possible contributing factors include repeated kinking of the catheter leading to material fatigue, damage during handling, and securement technique. Since a partial break in the catheter tubing was found to be the source of the leak, the complaint is confirmed. H3 other text: evaluation findings are in section h11.

Event description:
It was reported, when flushing the catheter it was leaking, it is a hole in it. PICC have been used with doxrubicin. Now they flushed it and it was leaking close to the hub. They pulled it out. The patient have worked hard with his arm. Occurred during use. Additional information 04/18/2023: the patient did not get any harm but needed a new PICC so it was one displacement more.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. Device not returned.